Manufacturer narrative:
The explanted device was not returned to bsc as it was discarded by the medical facility.

Event description:
A report was received that patient had difficulty charging due to ipg being too deep. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. The patient was doing well postoperatively.